Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(6) - manufacturing date: december 13, 2004. Lot was released to the warehouse on december 13, 2004. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the head of a coupling screw broke off while being malleted during an open reduction internal fixation (orif) procedure of an intertrochanteric hip fracture. The broken piece was removed and the surgery was completed without further incident. A surgical delay of five (5) to ten (10) minutes was assessed. No additional x-rays were taken. The patient outcome was reported as fine. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: it was reported that the head of a coupling screw (357.377 lot 4799090) broke off while being malleted during an open reduction internal fixation of an intertrochanteric hip fracture. The device has numerous marks, dents, and roll marks on the shaft and knob that are consistent with regular hammer strikes and use. The shaft was received with the knob broken off at the welded junction between the shaft and knob. The returned instruments were examined and in each instance the complaint condition was able to be confirmed. The coupling screw was returned with the head broken off at the connecting weld. Based on the compliant description the coupling screw failure was likely the result of repeated off-axis malletting with high force over the life of the device (11 years, mfg 12/2004). This investigation summary was approved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.